Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract after activation button was pressed. Found after use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: one sample unit was received for evaluation by our quality engineer team. Upon examination, the needle was partially retracted and damage was observed on the grip. The needle was repositioned outwardly and the activation button was depressed. The retraction was unsuccessful. This damage was determined to have occurred during the manufacturing process. The plug probe and load barrel stations have the ability to become misaligned and produce the type of damage observed. DHR review could not be performed as the lot number was not provided. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: bd received one used iag 22ga unit without packaging from unknown lot number. Microscopic examination observed the needle was partially retracted into the safety barrel leaving the needle tip exposed. It also showed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional test (needle retraction) was performed. The needle was pushed and repositioned to the out position. The button was depressed. The retraction was unsuccessful. Conclusions: the defect needle retraction failure; as stated as the reported code was confirmed with the returned used unit. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. Root cause of the reported incident is determined to be related to the manufacturing process. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.